Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The manufacturer received information that the patient alleging eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, inflammatory response and other caught fire while she was wearing. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was two error code found and a total of six errors found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.